Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Literature source: early outcomes following metal-on-metal reverse total shoulder arthroplasty in patients younger than 50 years. Clay riley, md; john idoine, do; yousef shishani, md; reuben gobezie, md; bradley edward s, md. Orthopedics. 2016 jun 23:1-5. Http://www.ncbi.nlm.nih.gov/pubmed/27337662.

Event description:
It was reported in the literature: "glenoid fracture with baseplate loosening; baseplate removal and glenoid bone grafting, then later revised" no further patient complications or surgical details have been reported.